Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 64.2 mcg/ml at 53.961 mcg/day and morphine 10 mg/ml at 8.405 mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient felt a ¿burning¿ sensation around the pump during MRI today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.